Event description:
It was reported that the user experienced a hypoglycemic event to approximately 50 mg/dl followed by sustained hyperglycemia up to approximately 401 mg/dl, during which two meal announcements were recorded while glucose was low and the user did not recall initiating them; subsequent prolonged hyperglycemia occurred until the user disconnected the system and administered a manual injection before reconnecting, with no site change performed. Symptoms included none reported. Outcomes included correction of hyperglycemia after manual injection, with no outside assistance or medical intervention. Investigation included review of engineering logs. Investigation of this case revealed that the engineering logs confirmed two meal announcements were initiated through the user interface during the low-glucose period, consistent with accidental meal announcements; device components functioned as designed and delivered therapy per inputs. It was concluded, based on previously established findings for similar reports, that user interaction leading to unintended meal announcements was the most probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.